Event description:
It was reported that during a dex procedure, the anchor on the dx swivelock, ar-8978p, broke. The fragment was removed and a second dx swivelock was opened and used to complete the case.

Manufacturer narrative:
It was reported that the anchor broke. Visual evaluation identified that the anchor had broken. However, further investigation cannot be performed without the return of the device. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while prying / leveraging the device. The reported event is confirmed based on the investigation of the returned pictures.